Event description:
It was reported that there was an issue with the patient programmer (pp) displaying only a symbol of a circle with an exclamation point in it and nothing else. The patient was not able to check the battery status and the device was not turning on. The patient could read the therapy intensity and could also switch their therapy on/off. The patient seemed to handle the device correctly. They described the "ins not found" screen for the pp and claimed that this happened quite often and then suddenly, it works again just fine. They were in the clinic today and a hcp was also unable to connect the pp to the ins. It was possible that the pp had a defective antenna. A new patient handset kit was sent.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37092, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.